Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence. It was reported that the patient reported a 1707/coupling issues error. The following troubleshooting steps were performed; dismissed code, located the ins by looking for incision and/or palpating the ins, caller said that there is some swelling in the area and it appears like the right side of the implant is more prominent than the other side. Caller also placed recharger over implant site and then turn recharger on, repositioned the recharger, apply comfortable pressure to the recharger or consider tightening the recharging belt, recommended patient lean forward while sitting to optimize ins position, reset the recharger, reset the handset. The issue was not resolved through troubleshooting. Caller to take a break as ins battery is at 80%. Reviewed that swelling right at ins site could be a contributing factor and suggested to let patient's body heal some more before attempting again. Caller said that patient has post op appointment on 2021-10-14. After recharger troubleshooting, instructed caller to connect with communicator to check battery level. Caller said ins battery at 80%.